Event description:
It was reported that the patient was not receiving medication; pump had 40ml of the drug and much less was expected by the healthcare provider (hcp). Hcp was unsure if the pump was working properly. Drug delivery was questioned as the catheter was found to be patent via a (B)(4) study and drug was still in the pump. During the pump replacement surgery the catheter was not removed, but a part of it was cut off and the rest of it was fine. Reporter was not sure if a (B)(4) study was performed. Patient sustained no injury. Drug delivered via the device was morphine 20mg/ml at a daily dose of 1mg.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(4) 2006, explanted: unk. Final analysis of the pump revealed no anomaly, normal device function. Returned for analysis was the sc assembly and proximal segment of the catheter that showed an indent down in the sc connector seal along with occlusion.